Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). The event occurred upon power up in the surgery department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, system error 345 alarm was not reproduced and the device functioned as intended. The system error 345 was verified through a review of the event history log. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The device functioned as intended, however the upstream sensor will be replaced. Should additional relevant information become available, a supplemental report will be submitted.